Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 09/12/2013 - device evaluation:the pump has been returned and evaluated by product analysis 08/27/2013 with the following findings: the keypad was found to be fully intact; no damage or peeling was observed. During testing, all keypad buttons were found to be intermittently unresponsive and required increased force to engage. There was evidence of contamination found under all key contacts.

Event description:
On (B)(6) 2013 the reporter contacted animas, alleging that the keypad was intermittently unresponsive. There is reportedly no damage to the keypad, and no abnormal use is reported. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.